Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose was down to 61 mg/dl with the mild symptom of the patient ¿rambling.¿ the reporter indicated that the patient was sick for several days and had a temporary increased basal rate by 40 % to keep blood glucose levels within normal range. The reporter indicated that the temporary increased basal was discontinued 2 hours prior to the call but the reporter did not realize that the pump normal basal rates would continue as soon as the temporary basal was cancelled. The reporter confirmed that there was no indication of any issues with the pump. This report is made based on the allegation that the patient experienced hypoglycemia which may have been contributed to or prolonged by unintentionally continuing the patient¿s normal basal rate after cancelling the temporary rates.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings:the pump black box history from the time of the event was not available due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without errors, alarms, warnings, or other insulin delivery interruptions. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.